Event description:
It was reported that bd maxzero¿ extension set, standard bore, pressure rated, 1 bonded maxzero¿ needle-free connector, 1 max y-site, 1 white slide clamp, spin male luer lock tubing separated from the locking collar when attaching to the patient resulting in blood back-up and IV restart. The following information was provided by the initial reporter: IV access device malfunction - starting a new peripheral IV on pt., placed and threaded catheter and retracted needle, when hooking up extension tubing hub to end of IV catheter, swiveled attachment fell off from the tubing, leaving the IV patent and backing up with blood onto bedding. Since no tubing and clamp to stop bleeding, IV pulled and restarted with a new set up. 1. Was there any harm or injury to the patient, health care provider, or any other person? Yes ¿ additional need to start another line 2. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. Yes ¿ additional need to start another line 3. If not answered in question #2, what was the medication administered to the patient? Unknown.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxzero¿ extension set, standard bore, pressure rated, 1 bonded maxzero¿ needle-free connector, 1 max y-site, 1 white slide clamp, spin male luer lock tubing separated from the locking collar when attaching to the patient resulting in blood back-up and IV restart. The following information was provided by the initial reporter: IV access device malfunction - starting a new peripheral IV on pt., placed and threaded catheter and retracted needle, when hooking up extension tubing hub to end of IV catheter, swiveled attachment fell off from the tubing, leaving the IV patent and backing up with blood onto bedding. Since no tubing and clamp to stop bleeding, IV pulled and restarted with a new set up. 1. Was there any harm or injury to the patient, health care provider, or any other person? Yes ¿ additional need to start another line. 2. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. Yes ¿ additional need to start another line. 3. If not answered in question #2, what was the medication administered to the patient? Unknown.

Manufacturer narrative:
H6: investigation summary: one photo of a new set provided from customer and have placed highlights to explain issue. It was reported by customer that IV access device malfunction - starting a new peripheral IV on pt, placed and threaded catheter and retracted needle, when hooking up extension tubing hub to end of IV catheter, swiveled attachment fell off from the tubing, leaving the IV patent and backing up with blood onto bedding. A device history record review could not be performed because a lot number was not provided by the customer. Picture of new similar sample set could not verify the complaint. Actual sample is needed to perform testing under magnification. Due to no actual sample being received, an investigation could not be performed, and a root cause could not be determined.